Event description:
During baxter's functionality testing it was found that a spectrum pump had a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter the evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.